Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the nc trek rx instructions for use (IFU) instructs to note the use by date specified on the package. The investigation determined the reported device bused after the expiration date appears to be related to user error. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the 5.0 x 20 mm nc trek balloon was used in a coronary artery procedure past device expiration date. There was no reported adverse patient effect. No additional information was provided.